Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
Analysis of the pump identified overinfusion with an undetermined root cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable infusion pump delivering morphine and bupivacaine (both at 2.5mg/ml at 2.802mg/day). The indications for use included non-malignant pain and other non-malignant pain. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event, and no further complications were reported or anticipated.